Event description:
During surgery the arm assembly was very difficult to untighten. This did not delay the surgery but made it more difficult to operate. The surgeon was able to complete procedure as planned.